Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip was attempted to be released, but would not deploy from the catheter. The procedure was completed with another resolution clip device. Additionally, it was also noted that the sheath was attempted to be completely removed prior to the procedure which is not described in the instructions for use. There were no patient complications reported as a result of this event.